Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 13 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer complained that the insulin pump did not alarm. No delivery when the cannula of the infusion set was bent. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.